Manufacturer narrative:
B3 - date of event: date of event is unknown. Additional information will be provided once available. E1 - first name: (B)(6) the device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope had foreign material in the unit due to which air/water channel is clogged and cleaning brush cannot be inserted neither from top nor from bottom. There were no reports of patient involvement.